Event description:
Following the injection I experienced that leg, like my leg was put into an oven. New pain all the way to my feet/toes. Neurotoxicity. Strength: synvisc- one; quantity: one syringic. Frequency: one time- injected into my left knee. Upon the injection of the synvisc one into my left knee by the orthopedic surgeon. I developed more pain and my whole entire leg from knee down felt like it was put into an oven, I was in a lot of pain. Nerve pain, all the way to my feet/toes. I am still in pain but it has lessened in the severity. This product should be off the market.